Manufacturer narrative:
Device manufacturer address : (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set would not prime. While priming with lipids the solution would not prime past the 1.2 micron filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.